Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer stated they went swimming with the insulin pump and the insulin pump alarmed open book image on the home screen. Customer stated that there was a crack on the back of the battery compartment from the top going down and around to the side.¿no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.